Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on approximately (B)(6) 2024, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, drainage, pustules, and infection, under entire patch area. A photo of the skin reaction in the complaint record was reviewed. The skin reaction was confirmed and is consistent with similar skin reactions previously assessed and known to occur from the sensor patch adhesive. There is no documentation of scarring, infection, or systemic reaction. The skin reaction was treated with rivanol cream (otc). The patient called dexcom again on (B)(6) 2025 and gave an update on this skin reaction. The patient stated that besides the earlier treatment reported, she also received a tetanus injection. The patient confirmed that the tetanus shot was given as a preventive action for the skin reaction, and that there were no other factors that would have caused the tetanus shot to be needed. She also stated that besides the reported symptoms she also experienced pain. At the time of the call in (B)(6) 2025, the patient was stable. No other details were reported. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.